Manufacturer narrative:
Integra has completed their internal investigation. The investigation activities included: methods: review of device history records. Review of complaint history. Results: the device history record (DHR) of lot 1093539 was reviewed and showed no anomalies during the manufacturing process of the device. This lot was sent to be sterilized to steri-tech facility on 08/07/2009. All in-process and release criteria were acceptable. No similar complaints have been recorded for lot 1093539. Upon reviewing the complaint system over the last two years, (B)(4) similar complaints related with "inflammation" have been reported since 2008. During this timeframe, approximately (B)(4) units of neuragen family have been shipped resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: based on the investigation findings, no assignable cause and/ or anomalies associated at manufacturing process of the product which could contribute and/ or be related with reported incident were identified. The cause for the reported incident could not be determined at this time. Package insert establishes in the adverse events section: "possible complications can occur with any nerve repair surgical procedure including pain, infection, decreased or increased nerve sensitivity, and complications associated with the use of anesthesia".

Event description:
Retrospective review of collagen products from 2009-present indicate that an MDR should have been filed based on the reporter's information. It was reported the patient developed inflammation postoperatively, following a procedure where the product had been implanted. A (B)(6) female patient underwent carpal tunnel release 're-do' procedure on (B)(6) 2009. On (B)(6) 2010 the physician called integra reporting postoperative inflammation. He left a voicemail message requesting product information; ' the patient may have had some reaction to it.' It was reported the product was cut in half and wrapped around the nerve. No other products were used. The patient had symptoms of swelling at the base of her thumb and along the incision. Cytology was sent - only inflammatory cells were identified, no infection. The physician was asking for information on allergy or inflammatory response. It was later reported during a phone call with the physician, 'he used the product by cutting it in half lengthways and realized he had used off label.'